Manufacturer narrative:
On (B)(6) 2026, the patient called regarding device returns and reported skin irritation that had progressed, leading to early discontinuation of service. The patient was using an mcot device with the electrode - adapter - flex configuration and the electrode - pad - foam - vermed a10091. The irritation presented with multiple symptoms including burning sensation, irritation, itching, rash, open sores, and rawness of the skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication (specific medication type listed as "other"). Due to the progressing irritation, the patient discontinued service early. The patient reported following the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is unknown. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient called regarding device returns and reported skin irritation that had progressed, leading to early discontinuation of service. The patient was using an mcot device with the electrode - adapter - flex configuration and the electrode - pad - foam - vermed a10091. The irritation presented with multiple symptoms including burning sensation, irritation, itching, rash, open sores, and rawness of the skin. The patient sought medical treatment for the skin irritation and was treated with prescription medication (specific medication type listed as "other"). Due to the progressing irritation, the patient discontinued service early. The patient reported following the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is unknown.